Event description:
The clinician reports, that the implant was inserted (B)(6)2018 in fdi 14 of the patient's mouth. On (B)(6)2019, non-osseointegration of the implant was verified. Patient presented with bone type IV. The device was forwarded to the manufacturer for investigation. There were no reported patient injuries or complications.

Manufacturer narrative:
Report late due to asr to individual reporting transition.

Event description:
The following was involved in this event: bone qlty type IV.